Event description:
It was reported that a female patient underwent an interventional coronary procedure on (B)(6) 2014. Access was obtained at the right groin. The vessel size was noted to be 5-7 mm. Following the procedure, the technician who is training to the aci device, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The patient presented to the hospital on (B)(6) 2014 with right groin pain. An ultrasound was performed which confirmed a psa (pseudoaneurysm). A thrombin injection was administered. No further information is available at this time.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1405605) indicated that the device lot met all established performance criteria prior to shipment.